Event description:
It was reported that cadd- legacy pump alarming with an error message and the drip stopped running. No patient injury reported.

Manufacturer narrative:
Correction: device available for evaluation: no. Correction: device evaluated by manufacturer: device not returned to manufacturer event problem and evaluation codes: evaluation codes [4114] - device not returned c139460. Event problem and evaluation codes: evaluation codes result:c20 [3221] - no findings available c92084. Event problem and evaluation codes: evaluation codes conclusion:d15 [4315] - cause not established c139471.